Event description:
A caller reported unspecified low scan values while the customer was wearing the adc freestyle libre sensor compared to a competitor's meter results, on (B)(6) 2022. The customer had a loss of consciousness and was provided glucose by a non-healthcare for treatment. No further details regarding the medical event were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported unspecified low scan values while the customer was wearing the adc freestyle libre sensor compared to a competitor's meter results, on (B)(6) 2022. The customer had a loss of consciousness and was provided glucose by a non-healthcare for treatment. No further details regarding the medical event were provided. There was no report of death or permanent injury associated with this event.